Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high thresholds which resulted in loss of capture. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended, and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high thresholds which resulted in loss of capture. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.